Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The target lesion in the left anterior descending artery (lad) was 3mm in diameter, 85% stenosed, severely tortuous, and moderately calcified. It was a de nova lesion and was predilated with a 2.5 x 15mm non-bsc balloon. The physician pushed a taxus express2 3.5 x 12mm drug eluting stent through a previously placed stent and felt the system started to back out. When he pulled back the stent system, the struts flared from getting caught on the previously placed stent. The stent system was taken out intact. The procedure was completed with another taxus 3.0 x 28mm stent. No pt injuries or complications were reported. Pt status was reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.